Manufacturer narrative:
The root cause of the low flow was fractured impeller blades. Because the fluoroscopic image of the pump/ additional evidence was not returned, a definitive root cause of the fracture could not be determined. Based on our assessment it was most likely that the blade fracture was caused by pump - other device interaction. The failure mode will be monitored and trended.

Event description:
The medical team placed an impella cp for hemodynamic support. Earlier in the day the patient had a coronary angioplasty and had coded during the intervention. The cp pump ran for approximately 34 minutes and was replaced by a new cp due to low pump flows. The pump was returned for analysis and the impeller blade was found to be damaged.